Event description:
Pt brought back vial of strips. Said that since they opened this vial that sugars have been 230 to 240 compared to normals around 120-130. Rptr checked the machine to verify code. Replaced the strips and the pt reports that blood sugars have returned to their expected range.